Event description:
It was reported, the patient was charging their device more than expected. Impedence readings were all within normal range. The estimated recharge frequency based on the patient's settings was 14 days. It was indicated the patient usually recharged when the device got to about 25% battery charge remaining. The patient had reportedly been recharging for close to 6 hours once every week, but recently was charging two times per week. A recharge statistics log was checked. The log indicated since 2008 there had been 72 recharge sessions, 1 hour average duration, every 3.1 days, with 8 efficiency bars during recharge. It was also reported the patient experienced a warm sensation round the ins pocket during recharging. After recharging, there would be a red area where the recharger was located. The patient was recharging directly against the skin by holding it in place or wearing a light garment to hold the recharger in place. After approximately one hour, the patient would stop recharging due to the warmth. No temperature sensor message would appear. Adding a layer of insulating material between the charge antenna and the skin was being considered. Additional information has been requested.